Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Photos and video, received, were reviewed by a medical advisor and two holes in the leaflets were noted. From the videoclip it¿s not possible to understand if the holes belong to the same leaflet. A conclusive cause for the reported tissue damage and the relationship to the product, if any, cannot be determined. The reported mitral regurgitation (mr) is likely due to the reported tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This is filed to report tissue damage and increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with an mr grade of 3-4. Two clips were implanted reducing mr to 1. On (B)(6) 2018, echocardiogram was performed showing mr had increased to 2-3. The clips were confirmed to be secure on both leaflets. On (B)(6) 2019, a hole was observed in the mitral valve leaflet and another hole between the two clips. Mitral valve replacement was performed. No additional information was provided.